Event description:
It was reported that the plastic tip of the reamer cracked. Remained intact, just broken on one side. Surgical delay was reported unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device not confirmed the reported allegation. The proximal tip has broken, fragment was returned for evaluation. No other issues were observed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.